Event description:
This is my email to my dr regarding bausch and lomb moistureloc lens solution: dear dr. You had treated me for an eye infection last year in october. Upon your recommendation I went to dr to get treated. Then I changed my contact lenses and my lens solution and everything is going well with my eyes ever since. However, at that time I had received a sample of bausch and lomb moistureloc lens solution in the mail and had used that in the days preceding the infection. Now I am informed that they are taking the product off their shelves. The product has been rumored to cause fungal infection and I was hoping you would facilitate my reporting this incident to the center for disease control. I have cc'ed them as well.

Event description:
This is my email to my dr. Regarding bausch and lomb moistureloc lens solution: dear dr. You had treated me for an eye infection last year in october. Upon your recommendation I went to dr. To get treated. Then I changed my contact lenses and my lens solution and everything is going well with my eyes ever since. However, at that time I had received a sample of bausch and lomb moisturloc lens solution in the mail and had used that in the days preceding the infection. Now I am informed that they are taking the product off their shelves as per info on the following links: the products has been rumored to cause fungal infectin and I was hoping you would facilitate my reporting this incident ot the center for disease control. I have cc ed them as well. Thank you for your treatment.